Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The direct cause of the high drain 105 alarm was undetermined as this was the only therapy in the log that was ccpd (all others were tidal) and no average ultrafiltration (uf) could be determined. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a high drain 105 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated in drain five they had to stand up to drain all the way. The hp stated they did not feel overfilled during the therapy. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.